Event description:
Customer reported the probe was misaligned.

Manufacturer narrative:
Customer reported the ichem velocity probe misalignment dosing pads off from the center. There were no reports of pt results being affected and no reports of change to pt mgmt as a result. An iris field svc engineer (fse) assisted customer in adjusting the from screw to move the probe to the right, then realigned the probe. Customer was able to complete the alinement, ran qc, and qc passed on first try. Sys was operational.